Manufacturer narrative:
The reported observation of infection cannot be confirmed through lab analysis alone. Analysis results concluded the device was functioning normally until the explant date. The observation concerning infection can not be confirmed through electrical analysis and functional testing of the returned implantable pulse generator (ipg). Sterility record for sterile lot pra08892 showed no nonconformances recorded.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision procedure [related manufacturer reference number: 3006705815-2024-09247], infection was present at the ipg site. As a result, the ipg was explanted on (B)(6) 2024. The patient was prescribed oral antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.